Event description:
The patient reported feeling a warming sensation in their chest during a MRI scan. The decision was made to abort the MRI and there were no adverse consequences to the patient. The cause of the warming sensation was not determined. Additional information was requested but has not been made available.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.